Event description:
It was reported by the customer that they responded to a pt found in his garage (B) (6). It is unk how long the pt had been exposed to carbon monoxide and how long he had been unresponsive. The customer responded to the scene approx 10 minutes after receiving the call. The crew connected the device to the pt with kendall defibrillation pads and electrodes (unk brand); however, only a dashed line was observed when in paddles mode. When in lead ii, a rhythm could be observed. A second set of kendall pads were tried; however, it again only dashed lines were observed in paddles mode. The customer reported that they were attempting to pace. The pt was not resuscitated.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review of the reported event determined that the use of the device did not contribute to the pt's outcome. ECG showed asystole in lead ii. Also, pt's down time was 10 minutes or greater. This was an unwitnessed collapse, the pt's down time is unk.